Event description:
Boston scientific has become aware of the following event: the lesion was 99% of stenosis with calcification and very tortuously at rca mid. The transducer was failed to pull back at the auto pull back before stenting. It got stuck and couldn't be removed. Therefore, the imaging core was retrieved and the guidewire was advanced to the outer sheath. Then, the catheter could be removed without resistance.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to MFR. The results of the evaluation will be provided in the supplemental report.